Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Lot identification is necessary for review of device history records and was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found, which would change, or alter any conclusions, or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago during surgery the spring mechanism broke on the quick connect handle. No complications to the patient. Instrument had been used before. Attempts have been made, and no further information has been provided.